Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.